Event description:
This is a report of peritonitis and pancreatitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for the events. Treatment was unknown. The patient was discharged from the hospital to home. The cause of peritonitis was unknown. The patient was retrained on how to properly perform pd therapy. The patient was recovering from this peritonitis event. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12i17076 and h12j02010. No exceptions were observed that were related to the reported condition. The reported peritonitis was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.